Event description:
It was reported that prior to an unknown procedure, the 4-40 stud was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the 4-40 stud broken and isolator cable damaged. It was noted that the cable isolator was different from the standard one used at the current ees manufacturing process. Functional test could not be performed due to the returned condition of the handpiece. It is probable that the 3rd party changes impacted the performance of the instrument. Ethicon endo-surgery does not support the repair of harmonic handpiece: